Manufacturer narrative:
Field service was not dispatched as the issue was presumed to be sample related. Ion-selective electrode (ise) performance testing was verified remotely by technical support and the results met established specifications.

Event description:
The customer reported that on (B)(6) 2011 a suppressed potassium (k) result was generated on the unicel dxc 800 synchron system for one patient sample. A system out of instrument range (oir) high flag was associated with the result. The sample was diluted and retested on the same instrument. The diluents and dilution ratio is unknown. This result was reported out of the laboratory. The reported result was question by the physician. The sample was retested multiple times on (B)(6) 2011 in both serum and plasma form. The plasma result was again suppressed with an out of instrument range (oir) high flag. A retested diluted plasma sample produced high results. The serum sample generated valid results. The report was amended with the serum sample results. Quality control results prior to, and after, the event were found to be within laboratory established acceptable ranges. There was no death, serious injury or change to patient treatment associated or attributed to this event.